Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "the nicu at had just informed me of several leaking incidents that have occurred when using a 3ml syringe with our bd maxplus connector (item #mp1000-c). Estimates that the leaking has occurred 6 or 7 times over the last 6 months, but did not think to report it until now, as it wasn¿t a regular occurrence." 7 occurrences were reported, but the date/time and patient information were not given.

Manufacturer narrative:
The changes are as follows: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 medical device catalog #: 309657. D.2. Common device name: piston syringe. D.1 medical device type: fmf . G.5. PMA / 510(k)#: k980987 or k151766 h3 other text : see. H.10.

Event description:
It was reported that leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "the nicu at had just informed me of several leaking incidents that have occurred when using a 3ml syringe with our bd maxplus connector (item #mp1000-c). Estimates that the leaking has occurred 6 or 7 times over the last 6 months, but did not think to report it until now, as it wasn¿t a regular occurrence." 7 occurrences were reported, but the date/time and patient information were not given.

Manufacturer narrative:
H.6. Investigation: one sample received for investigation. The evaluation of the sample is carried out according to the established tests and methods, including visual evaluation of the barrel to check for damage, leakage with maxzer device, deformity of the barrel, and molding defect of syringe. No defects were detected, results were compliant. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. However, by reviewing the non-conformities generated in the manufacturing process within a 12-month period to check for similar events or leaking problems, there are no open quality notifications for this defect. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd connector. The following information was provided by the initial reporter, "the nicu at had just informed me of several leaking incidents that have occurred when using a 3 ml syringe with our bd maxplus connector (item #mp1000-c). Estimates that the leaking has occurred 6 or 7 times over the last 6 months, but did not think to report it until now, as it wasn't a regular occurrence." 7 occurrences were reported, but the date/time and patient information were not given.